Event description:
Rn was preparing to administer sq injection. Attached needle thought to be 25g x 5/8". After attaching needle noted it to be longer than expected. Rn double checked packaging and found that needle was actually 25g x 1". Both the 5/8" and 1" needle have same color packaging, making it difficult to distinguish between them.